Event description:
Reporter indicated a vns therapy pt received high impedance on both system and normal mode diagnostics. The pt denies any trauma or manipulation of the device. The pt's vns was disabled and x-rays were taken. The pt was last seen by the physician in (B) (6) 2009, at which time diagnostics were within normal limits. Good faith attempts to obtain additional info have been unsuccessful to date.